Manufacturer narrative:
Test strips lot # unk. Control solution lot # none. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
A consumer reported to nova biomedical on september 10, 2014 that she experienced a hypoglycemic event requiring medical intervention on (B)(6) 2014. The consumer reported that her spouse found her unresponsive at 5:15pm on (B)(6) 2014 and called for medical assistance. When the emt's arrived they performed a blood glucose test on the consumer getting a result of 20 mg/dl on their unk brand of meter. The consumer was treated with glucose IV and was transferred to the hosp. The consumer was not able to provide any fo the inaccurate reading results nor could she provide any further info regarding the reported event. During troubleshooting, it was revealed that the consumer transfers test strips from one vial to another, which may contribute to the loss of integrity of the test strips. The meter and test strips will be returned for eval.